Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body and a crack was noted on the main body. The female connector was connected to the bag. The reported conditions were verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. The cause of the cracked main body and difficulty with bag disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the light blue region (main body) of a peritoneal dialysis (pd) transfer set and a separation between the female connector and main body. This was observed during use of the device for peritoneal dialysis therapy. It was further reported that transfer set was unable to disconnect from the continuous ambulatory peritoneal dialysis (capd) bag. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given antibiotics as a precautionary measure. No additional information is available.